Event description:
Boston scientific crm received information that this device was showing a magnet rate of 90 two months ago and battery remaining was less than six months. Today device showing one year remaining, still with a magnet rate of 90. The health care professional that reported this was inquiring if this could be related to the insignia microcrystal failure mode population 2 advisory. Technical services (ts) explained it was not and discussed there are only discrete steps in remaining time to elective replacement time (ert) indicator and it would be one year or less than six months and this reading was likely on the edge between these two steps. Ts explained was features are inactive and therapy availability for ert and eol. The patient will continue to be monitored at this time.

Manufacturer narrative:
The device remains in service at this time. There is no further information available. Should additional information become available to our company, this event would be updated.

Manufacturer narrative:
One year later the device was explanted for normal battery depletion. There were no additional allegations or adverse patient effects reported.